Event description:
It was reported that on (B)(6) 2024, the patient underwent a hto with the screwdriver and the quick coupling for proximal tibia. After the patient was anesthetized, the surgical instruments were inspected and assembled under the direction of the nurse. During assembly of the instruments for the 5.0mm clhs, a dried blood clot came out of either the screwdriver or the quick coupling and fell onto the clean table. The nurse decided to sterilize the screwdriver and the quick coupling manually. The nurse reported the re-sterilization to the surgeon. If sterilization was not completed in time, the 5.0 lhs was to be used for the fixation. The surgeon strongly complained that at it was a very dangerous situation that could have directly affected the patient's health, although it was a good thing that it had been found out before the surgery. The surgeon and the surgical staff were highly suspicious of our inspection system. The re-sterilization was completed in about 40 minutes, so that the devices were used in the surgery. The surgery was completed successfully without any surgical delay.(B)(4). And (B)(4). Are involved with the same event.(B)(4). (Synthes): screwdriver(B)(4).(pts): quick couplingno further information is available.this is report 1 of 1 cannulated 4.0mm hexagonal screwdriver for complaint pc-001671382

Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: